Event description:
It was reported that there was a popping sound on the 9900 system and the monitor would go dark during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were re-greased during the service call. The system was tested and found to be working as intended and placed back into service.